Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) replacement procedure due to normal battery depletion, the pacing sensing part of this right ventricular (rv) lead was surgically abandoned. No additional adverse patient effects were reported. This rv lead remains in service.